Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing pain at the ipg site. Patient was admitted to the ER where they were diagnosed with an infection. Antibiotics was prescribed to treat the course of the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: b2: hospitalization was selected.